Event description:
The complainant stated that the wrench if flashing 8 times and she is getting a network heartbeat failure from the logic board. She checked the left coil cable and found wiring exposed.

Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.